Event description:
The user reported that the valve in the hub of the catheter dislodged and occluded the catheter. The device was removed and the procedure was completed with a replacement catheter. No harm or injury to the pt was reported.

Manufacturer narrative:
Device eval: once device was returned for eval. The eval is in process. A f/u report will be submitted when the eval has been completed.